Event description:
New information noted that the pacemaker was found in back up operation again. The device was restored and then the device went back into back up operation. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup vvi (bvvi) was confirmed in the laboratory and was due to ic u2 xena anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the pacemaker was found to be in back up operation. Programming changes were performed. The patient was in stable condition.